Event description:
Customer reported the right monitor was dead. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened a loose screw. System operates as intended.